Manufacturer narrative:
Correction: upon further review on jun 14, 2024, it was noted that section d4 catalog number was submitted as bg102-350 on the initial MDR, but should be 23030818. Therefore, it is captured in this supplemental report. The following field has been updated accordingly: section d4: catalog number: 23030818. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: 66.9 ± 14.9. Sex/gender: male 64.5% (69/107 eyes). Weight and ethnicity: information unknown, not provided. Date of event: exact dates not provided, article acceptance date is july 9, 2020. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: not applicable, as there is no indication that the device was explanted. Manufacturer phone number: (B)(4). The device was not returned for analysis. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Citation: tojo, n., hayashi, a., the results of baerveldt glaucoma implant surgery performed with the scleral flap and patch technique, (2020), european journal of ophthalmology, pp.1-6. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: title: the results of baerveldt glaucoma implant surgery performed with the scleral flap and patch technique. A retrospective, single-facility, open-label study was done to report the results of baerveldt glaucoma implant (bgi) surgery performed with the scleral flap and patch technique. A total of 107 eyes of 97 consecutive patients were included in the study. The bgi-103-350, which was designed for insertion into the vitreous cavity, was used for all the patients. At 1, 2, 3, 4, and 5 years after bgi surgery, the mean postoperative corneal endothelial cell densities were 1989 ± 655 (n=92 eyes), 1917 ± 626 (n=62 eyes), 1903 ± 575 (n=32 eyes), 2060 ± 545 (n=16 eyes), and 2228 ± 658 ± cells/mm2 (n=8 eyes), respectively. The following adverse events were also noted: implant failure (n=6), loss of light sensation (n=5), tube occlusion (n=1), choroidal detachment (n=4), shallow anterior chamber (n=1), wound leak (n=1), hyphema (n=5), vitreous hemorrhage (n=9), cystoid macula edema (n=6), rhegmatogenous retinal detachment (n=2), and persistent corneal edema (n=5). There was no patient required the additional glaucoma surgery. Additional surgery was performed to incise the covering uvea at the pars plana and expose the tip of the tube, and the iop decreased; however, there were no indications in the article of any interventions provided for the rest of the events. Other jnj products were mentioned but no complaints were reported against them. This report is for the bgi-102-350 device. A separate report will be submitted for the bgi-103 device.